Event description:
Reportedly, an annuloplasty ring was explanted after an implant duration of approximately 4 weeks due to mitral regurgitation. Information was learned through an article in (B)(6) cardiac surgery (j card surg 2010;25 654-693). Abstract of the article states: we present a case of severe hemolysis following a mitral valve repair, which was successfully treated by removing the annuloplasty ring. The etiology of the hemolysis appeared to be a small regurgitant jet at the level of the annuloplasty ring.

Manufacturer narrative:
Method: device not returned. No size or serial number of the device was reported or has been made available. Therefore, no DHR can be done. It has been confirmed by our sales rep that no additional information is forthcoming from the health care provider. The device will not be returned for evaluation.

Manufacturer narrative:
Additional manufacturer narrative: conclusion: there are many factors that could result in the need to explant and replace an annuloplasty ring. Complications such as the referenced hemolysis, can have many root causes, including but not limited to patient factors, (age, disease states, comorbidities), pharmacological factors, or procedure factors, and is typically not related to product malfunction. However, without additional information from the health care provider, we are unable to determine the root cause for the hemolysis and for explant of this device.